Event description:
Pt reportedly purchased "2 weeks acuvue lenses"(specific brand unknown) in 2004. The pt was a new contact lens wearer. The pt traveled two days later. On a morining in 2005 the pt reported pain in the left eye and removed the lenses later that morning. The pt reportedly could not see and experienced increased pain. The pt reportedly waited 24 hours for the symptoms to resolve, when symptoms did not resolve, medical attention was sought. Next day pt referred to eye specialist and was treated with "ciplox eye drops, 4 times a day. The pt reportedly continued to suffer from pain and 24 hours later saw another eye specialist who prescribed medications. A copy of a prescription for exocin eye drops every 3 hours from 8'oclock to 8 o'clock, homide eye drops, frequency of dosage unclear and oflox ointment every evening. The pt reportedly continued to have significant eye pain. Reportedly, that evening, pt was examined by a doctor and was told to go to elsewhere for treatment. Pt was admitted to a hosp. The doctors reportedly noted that the contamination was caused as a result of the use of contact lenses in water. Information from hosp 'release letter', notes pt admitted in 2005. Diagnosis: left eye corneal abscess. Upon admission visual acuity: with correction "1/60; pin hole-6/30". Eyelids : swelling of the upper eye lid; conjunctiva: irritated; cornea: central filtrate (sic) with a ring around it; front (sic) chamber: deep, fibrin, hypopfion (sic) 1 mm; pupil: middle sized; iris: completed; lens: clear . Note states: upon admission the pt was treated with "vancomycin + fortum and dilation of the pupils, with a gradual improvement." A culture of the lenses: growth of pseudomonas aeruginosa. An exam before pt's release notes: visual acuity with pin hole: 6/12, with correction 6/60; eyelids: light edema upper eye lid; conjunctiva: irritated; cornea: filtrate (sic) with a noticeable improvement, around it folds of desscemet, front (sic) chamber: deep, f+; pupil: wide as a result of medication. Treatment: vancomycin drops ; 1 x 8/d; ceftazidime drops: 1 x 8/d; col-cyclopentolate drops 1% 1 x 3/d. The pt is reported to have a central corneal scar.